Event description:
It was reported that during a cardiac resynchronization therapy (crt) left ventricular (lv) lead implant on (B)(6) 2011 via the right subclavian vein, the physician felt she had a small coronary sinus dissection. The patient remained stable and she performed an echocardiogram which showed a small pericardial effusion. The procedure was abandoned. It is not known if the effusion was present before the implant attempt. It was not mentioned at the time of the event that the product was involved in this event. However, later that day, the physician examined the 6fr balloon catheter and felt the tip was very sharp and she questioned if this could have caused the trauma to the vessel. Additional information received on (B)(4) 2011 indicated the procedure was stopped and the patient had an echocardiogram and was returned to their room for observation. Another attempt at the procedure was made some months later, date unknown. There is no reported death or further injury to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.